Manufacturer narrative:
Due to character restrictions in block e1 , e1 event site full name is (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that when the main power was turned on, an alarm sounded on the cardiosave intra-aortic balloon pump (iabp) unit, and the screen did not change to normal. No patient involvement reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: b5, h6 (medical device ¿ problem code, investigation findings).

Event description:
It was reported that during start up for inspection, when the main power was turned on, an alarm sounded on the cardiosave intra-aortic balloon pump (iabp) unit, and the screen did not change to normal and fault log 101,79,80 observed. There was no patient involvement.

Event description:
It was reported that when the main power was turned on, an alarm sounded on the cardiosave intra-aortic balloon pump (iabp) unit, and the screen did not change to normal and fault log 101,79,80 observed. No patient involvement reported.

Manufacturer narrative:
Due to character restriction in block e1 (B)(6). Corrected fields : e1 ( event site telephone number ) , h6 ( medical device ¿ problem code ) , g4. Updated fields: b4, b5,e1( event site city, event site address ), g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions,), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse reinstalled each board and returned to normal operation, so it was returned to the hospital. An operation inspection was carried out based on the inspection record sheet, and the result was good.